Event description:
During a bilateral retrograde procedure, each ureteral catheter broke inside the left and right ureter. Both pieces were retrieved from the right ureter; however, only one piece was retrieved from the left.